Manufacturer narrative:
Limited information has been provided to the manufacturer. Facility normally reprocesses scopes using medivators advantage aer and rapicide pa hld. These machines were out of order. While their machines were awaiting to be serviced, the facility manager incorrectly printed a package insert for a related medivators product rapicide pa ready-to-use (international - non us domestically sold product) to use as instructions/procedure to manually disinfect their scopes. According to the fse on call for preventative maintenance, the facility was incorrectly using rapicide pa off-label according to the rapicide pa rtu manual disinfection instructions to reprocess their scopes. Rapicide pa and rapicide pa ready-to-use are related but different products and rapicide pa is not cleared in the us for manual disinfection. As the facility incorrectly used rapicide pa off-label in a non-cleared manual disinfection application, there is no assurance of hld efficacy for the scopes reprocessed during the timeframe in question. This procedure was reported to be in place for a total of one afternoon. This procedure used for disinfection is not compliant with FDA endoscope reprocessing guidelines. Medivators did not provide these instructions to the facility, and use of the interim makeshift manual disinfection procedure was gross user error in direct contradiction to the rapicide pa labeling. Two documents have been attached. Photo 1 - was created by the facility as manual cleaning instructions using rapicide pa. Photo 2 - medivators rapicide pa ready to use IFU. Medivators fse noted that photo1 was printed on the back of photo2. This event has also been reviewed for reportability in (B)(4). Review indicates that this instance was caused by isolated site specific user error and does not meet reporting requirements for (B)(4).

Event description:
Facility using off-label endoscope manual cleaning procedure with high level disinfectant not intended to be used for manual cleaning.